Event description:
The user facility reported that the weld broke on the housing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no delay, or adverse consequences.

Manufacturer narrative:
The reported event was confirmed. A picture was attached to intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the weld broke on the housing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no delay, or adverse consequences.